Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: ppae (hematuria): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp developed hematuria after a foley catheter was inserted. The patient expired.